Manufacturer narrative:
Other, oil mist - capital equipment, the unit was evaluated at the customer site. The fse found the oil mist leak coming from the oil mist filter. The fse replaced the oil mist filter element and the system met specifications.

Event description:
The asp field service engineer (fse) found oil mist coming from the customer's unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.